Event description:
It was reported that prior to a non-related surgery a magnet was placed over this implantable cardioverter defibrillator (ICD) and the expected beeping was not heard. After the surgery, the device was attempted to be interrogated by two different programmers, without success. A surface electrocardiogram did not show indications of pacing therapy. The patient was noted to have been in normal sinus rhythm. It was further noted this device had been service for nearly 11 years. This device remains in service. No additional adverse patient effects were reported.